Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The device was received with corroded battery tube, cracked battery tube threads, minor scratches on case, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. The drive support disk was inspected and no anomalies noted. Device received with corroded battery tube, cracked battery tube threads, minor scratches on case, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 7 mg/dl at the time of the incident. The customer was at 175 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as a low heart rate and being in a coma. The customer was wearing the insulin pump during the incident. The customer reported a flush drive support cap. Troubleshooting was completed but did not resolve the issue. The customer reported another low incident on (B)(6) 2018 of 27 mg/dl, and a low a month and a half prior where they ended up in a coma. The customer also reported a kidney stone infection that comes and goes. The insulin pump will be returned for analysis.